Event description:
Allegedly, the super 90s was not suctioning.

Manufacturer narrative:
The unit was returned for evaluation. Visual inspection showed that the tip electrode area, of the probe, was covered with residue of burned tissue and blood. The unit was submitted to a flow test of pressure and it showed that it did not suck water. The unit did not present occlusions in the inner lumen/suction tube joint area. The unit did not present occlusions in the suction tube/suction adapter joint area. A small object was introduced thru the electrode's orifices to try and identify any occlusion in that area. Two out of the four orifices of the unit was unclogged with the small object. The other two orifices were not possible to unclog. The most probable root cause is occlusion in the unit's suction path.